Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro began overheating in the pt's leg even though the activation toggle switch was confirmed to be in the "off" position. They removed the device from the pt and a piece of the silicone jaw came off outside of the leg. No retrieval was required. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. Cables sterilized with sterris and they do swap out the cables after 20 sterilization cycles per IFU recommendation.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).